Manufacturer narrative:
Patient weight was not available from the site. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4). Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site had to abort navigation because the polaris spectra system control unit (scu) repeatedly rebooted itself. There was no delay to the procedure. No impact on patient outcome.